Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Therefore all review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed the device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "start a new sensor," when scanning the adc freestyle libre sensor on the first day of wear. On (B)(6) 2019, as a result of the customer not being able to monitor their glucose, they developed hypoglycemic symptoms described as confusion, sweating, "spasms," and a loss of consciousness. Hcp contact was made and unspecified blood glucose was tested on the hcp meter. The customer was treated with "glucose in the vein" for hypoglycemia. There was no report of death or permanent injury associated with this event.